Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure the titanium tip broke. The broken piece was retrieved by forceps. Changed to another one to compete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). The device was returned with the blade scratched and cracked. The instrument was not received with the blade broken. The blade was cracked when inspected. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of an error code 5 is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade ¿lockout¿ later in the procedure.